Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient¿s cgm was reading 270 mg/dl and the bg meter was reading 378 mg/dl. The patient was experiencing nausea, a headache, and ¿body pain¿ and decided to go to the ER. She was taken to the ER by a friend. At the ER, the patient¿s cgm was reading 209 mg/dl and the bg meter was reading 244 mg/dl. The patient was treated with an unspecified IV fluid, as well as a nausea medication. At the time of the report, the patient was feeling better and had been in the ER for approximately 5 hours and was going to be discharged within the next hour. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.